Manufacturer narrative:
(B)(4).

Event description:
This freedom driver was not supporting a patient. The customer reported that while conducting freedom driver system training with a tah-t patient and family, the freedom driver exhibited a fault alarm when power was applied to it. She also reported that she inserted an onboard battery with four bars of charge into the driver, and when she inserted the second onboard battery, the driver exhibited a fault alarm. The customer also reported that she connected the freedom driver to a patient simulator (mock tank) and also connected the driver to external wall power, but the fault alarm did not resolve. The customer also reported that she removed all power from the driver, and when she reinserted the onboard batteries, the freedom driver again exhibited a fault alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent, the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Multiple 2d fault codes in the alarm history confirm a fault alarm occurred and secondary motor engaged, despite no visual findings. The driver passed functional testing on both primary and secondary motor circuits with no issues or anomalies. The customer-reported fault alarm was reproduced as a result of forced activation of the secondary motor, and functioned as intended in alerting the customer audibly and visually. It could not be determined why the secondary motor was moved out of the bdc position resulting in an alarm upon startup for the customer. If the secondary motor was moved out of bdc as a result from an impact shock or jolt, either during transit or mishandling of the driver, an alarm will sound. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This freedom driver was not supporting a patient. The customer reported that while conducting freedom driver system training with a tah-t patient and family, the freedom driver exhibited a fault alarm when power was applied to it. She also reported that she inserted an onboard battery with four bars of charge into the driver, and when she inserted the second onboard battery, the driver exhibited a fault alarm. The customer also reported that she connected the freedom driver to a patient simulator (mock tank) and also connected the driver to external wall power, but the fault alarm did not resolve. The customer also reported that she removed all power from the driver, and when she reinserted the onboard batteries, the freedom driver again exhibited a fault alarm.